Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the photos, and 2 samples submitted for evaluation. The reported issue of catheter broken/ separated after placement was confirmed upon inspection of the samples. Analysis of the samples showed the catheter was broken on the used sample. The broken portion of the catheter was smooth which indicates a clean cut on the catheter. The representative sample had no damages or defects. The sample was subjected to a catheter pull test and was found within specification. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed, and the only station that is in contact with the catheter tubing is the rubber pads at the flaring station. Given the elastic nature of the rubber pads and that there are no sharp or hard edges on the pads, this station is unlikely to cause the observed clean cut on the catheter tubing. A simulation was carried out by using scissors to cut on the tubing. It was observed that the cut off portion area has a similar smooth edge as the complaint sample. Therefore, the broken catheter was concluded to be cut by an unknown sharp object and the defect happened outside of the manufacturing facility. According to the instructions for use (IFU) for insyte, it indicates scissors, or other sharp instruments should not be used at or near the insertion site. As it is unknown how the product was used, the root cause could not be established. Current controls include a functional test in place to check for catheter to adapter pull force and an in-process visual inspection in place to check for catheter damage.

Event description:
It was reported that bd insyte-w winged pnk 20ga x 1.88in catheter broke off report by medical device safety officer: according to the report, the arterial cannula has "torn off". A remnant of the arterial cannula remained in the patient's arm and had to be surgically removed by vascular surgeons. I have attached the photos I have. The patient was transferred via the emergency room or the operating room to the intensive care clinic ((B)(6)) on ward 1b. At this point, he had already been fitted with the arterial blood pressure measurement system, which initially worked without any problems. The defect only occurred after about 1 week. Since the patient is unable to move, it can be ruled out that the incident was caused by him. The remnant of the catheter has been preserved.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.